Event description:
Pt who is pacemaker dependant, was in for routine testing and evaluation of their pacemaker. When the magnet was applied the pacemaker paced for a few pulses and ceased to function. The failure necessitated an emergency replacement of their pacemaker. The pt has been seen regularly for pacemaker evaluation, and previous testing revealed no warning of impending failure of the device as it is programmed to provide. This is the second failure without prior warning of a st jude medical pacesetter 2028l for this facility.